Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis (isr) requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure, a 3.0 x 18 mm xience v stent was deployed in the proximal right coronary artery (rca). There was no pre-dilation done before stenting. There was no patient or product issue noted at the time of the procedure. The following month, the patient returned again with mid sternal chest pain that was relived with nitroglycerin. Diagnostic coronary angiography was done which showed significant in-stent restenosis (isr) at the proximal end of the ostial rca stent, class ii angina. Percutaneous transluminal coronary angioplasty (ptca) and stenting was done to treat the isr. No additional event or patient information is available.

Manufacturer narrative:
Angina and restenosis as listed in the IFU, are known adverse events associated with coronary stenting. Additionally, these patient effects, along with hospitalization are listed in risk assessment as no-fault post-procedure complications. The IFU states that the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Reportedly, direct stenting was performed. In this case, a conclusive cause for the patient effects and the relationship to the device, if any, cannot be determined.